Event description:
On (B)(6), 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter does not power on. This medical surveillance specialist contacted the patient on (B)(6), 2010. However, the patient provided limited information. The patient tests her blood glucose 6 times per day and managed her diabetes with lantus and humalog insulin. Her lantus insulin is a fixed amount while his humalog insulin is based on a sliding scale regimen. The power issue began on (B)(6), 2010 at 4 pm. Sometime after, the patient reportedly felt shaky. There was no allegation of treatment for severe hypoglycemia or hyperglycemia due to the power issue. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the battery was not replaced per the owner's manual. The customer care advocated advised the patient to replace the battery. However, the patient did not have a replacement battery at the time of concern. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly had symptom that can be associated with hypoglycemia after the power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510k #k061118.